Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
It was reported that the lead was explanted due to dislodgement confirmed by x-ray.

Manufacturer narrative:
No medwatch form was received.